Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose results were 33mg/dl, 130mg/dl. Tests were done <10 minutes apart with a difference of 86mg/dl. Pt did not experience any adverse events. No further info has been reported.